Manufacturer narrative:
No sample or lot number was provided therefore no investigation can be performed. Lung placement is an inherent risk of all nasogastric feeding tube placements however feeding tube placement is dependent on the clinician and patient and not the feeding tube itself. The device was discarded by user.

Event description:
A nasogastric feeding tube was placed without difficulty. During confirmation x-ray it was found to be in the right lung resulting in a pneumothorax.